Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 39565-65, serial/lot #: (B)(4), ubd: 10-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the battery was replaced due to seeing the normal elective replacement indicator (eri). Pre-op, impedances were all within normal limits. The physician had difficulty removing the top lead connection from the original battery, and when it finally was removed, there appeared to be a strange sticky substance (potentially ioban) on the lead. It was assumed this is what caused it to be difficult to remove the lead. When placing the lead into the new battery, it had resistance and was difficult to get all the way in. Six and seven electrodes were out on the connection test, and three and 4 were 40,000 out of range on the impedance test. Impedances were checked using 8-15 and yielded the same results. The lead was wiped multiple times, and the hcp attempted to use tools, including a light scalpel scraping, to try to remove the sticky substance. The hcp decided to proceed as the patient had only used electrodes 12-15 for the previous 8 years. No symptoms or further complications were reported.